Event description:
A user facility medwatch report, number 100038-2006-0008, was received on june 6, 2006. The user facility reported the following: a portion of the needle referred to as the "pig tail" broke off in the body cavity, during core biopsy of left iliac crest using fluoroscopy and sapine system. The broken piece could not be retrieved. The device was discarded and therefore not available for evaluation.